Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 254mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 35mm in length target lesion was located in the mildly tortuous and 3.5mm in diameter left anterior descending (lad) artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.